Manufacturer narrative:
User facility report: (B)(4) was received (B)(6) 2021.

Event description:
User facility medwatch received that states: patient with a heartmate ii left ventricular assist device (lvad), implanted five years ago, is admitted for the first time due to "low flow" alarms. The heartmate ii lvad was found to have compression pf the outflow graft requiring urgent surgical intervention and a 2-week hospitalization. Patient tolerated the surgery well. Heparin to coumadin bridging completed prior to discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this investigation as no product was returned for evaluation and no images were provided by the account. The submitted log file contained data spanning from 28oct2019 at 06:13:09 to 29oct2019 at 13:48:50, per the timestamp. Sustained periods of low pump flow (220 low flow alarms in total) were captured throughout the log file due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute (lpm). No other notable alarms were captured. The account later communicated that the patient was discovered to have a compression of their outflow graft. The patient underwent an outflow graft revision procedure, which resulted in increased estimated pump flow/pulsatility index values. The patient was in stable condition following the procedure and was hospitalized for 2 weeks. The patient underwent heparin to coumadin bridging prior to discharge and remains ongoing on (B)(6). Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) contains information regarding the preparation and attachment of the sealed outflow graft. The instructions for use instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The instructions for use also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the instructions for use, along with information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h9: correction. H9 was inadvertently populated with z-1774-2018 in the initial report. Manufacturer's investigation conclusion: although the account reported potential outflow graft thrombus, this report could not be conclusively determined through this investigation. Review of the log file data provided by the account confirmed low flow alarms; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The submitted log file contained data spanning from 28oct2019 at 06:13:09 to 29oct2019 at 13:48:50, per the timestamp. A total of 220 low flow alarms were captured throughout the log file when the estimated flow was calculated to be below the threshold of 2.5lpm. No other notable alarms were recorded. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. This document also explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s gender was not provided. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review due to suspected outflow graft thrombus. During the analysis of the log file there were low flows throughout the log file along with constant power. An outflow graft revision was performed and flows and pulsitile index (pi) increased. The patient is stable. Additional information has been requested but not yet provided.